Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the dilator on two of the carto vizigo® sheaths were difficult to maneuver. The physician found it to be difficult getting the sheath across the septum. The procedure was able to continue. When the procedure concluded, they inspected the carto vizigo® sheaths and they looked "off." No adverse patient consequence was reported.